Event description:
Pt with coronary artery disease and myocardial infarction was in cardiogenic shock. Angioplasty of the anterior trunk was done and pt placed on balloon pump. Pump catheter failed necessitating a second catheter insertion. Rptr was unable to remove the first catheter because it would not come out. Pt died shortly thereafter. Post showed an 1" by 1" blood clot. Feel that there was some kind catheter leak.